Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative visited the site and confirmed that issue. The mobile viewing station fuses were replaced. Issue was resolved by with part replacement. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The damaged part was not returned to manufacturer.

Event description:
A medtronic representative reported that the mobile viewing station would not power up. After troubleshooting the system it was found that the fuses in the mobile viewing station were not functioning. The malfunctioned fuses were replaced. No patient was present at the time the event occurred.